Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the rear therapy electrodes. The patient saw her physician, and the physician determined that the patient was likely having an allergic reaction to the nickel in the theapy electrodes. The patient's physician instructed the patient to use baby powder, an unknown cream, and benadryl to treat the irritation. The patient reported that the irritation was improving.